Event description:
While reaming the acetabulum the shaft tip that connects to the drill broke off.

Manufacturer narrative:
Based on the confirmation from the supplier it was determined that the returned instrument is a zimmer device, not a stryker product.

Event description:
While reaming the acetabulum the shaft tip that connects to the drill broke off.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.